Manufacturer narrative:
The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that there was high temperature. It was noted that the unit reflected a reading of 129 degrees fahrenheit which is greater than the manufacturers specification. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn out bearings and normal use and servicing overtime. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during service and repair pre-testing, it was observed that the attachment device had a high temperature. The event was not related to surgery. There was no patient involvement reported. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.